Event description:
Trying to pull the balloon out of the radial artery the balloon broke and about 30mm of the ballon was broken off inside the patient. It got stuck just outside the destination 119cm sheath and it was very difficult to get out. It broke and there are still pieces in patient. Patient was ultimately stable.

Manufacturer narrative:
The device history records (DHR) of the device concerned were reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. The instructions for use of the r2p metacross rx (3227-1) provide the following information. [Precautions during usage] 13. Do not inflate or deflate the balloon rapidly in the blood vessel. (Rapid inflation or deflation may damage the blood vessel or cause the balloon to burst resulting in the debris left inside the body.) 16. If any abnormality such as strong resistance is experienced while manipulating the catheter, the procedure should be discontinued immediately. The cause should be verified and appropriate measures should be taken. (Continuing the operation with excessive force may result in damage to the catheter or in vascular wall injury.) 21. While inserting this device into the blood vessel or removing this device from the blood vessel, make sure that the balloon is completely deflated. (A device with larger and longer balloon requires a longer deflation time.) 22. If resistance is felt during post procedural withdrawal of this device, it is recommended to withdraw the entire system together with the introducer / guide sheath. [Device failures] device failures include balloon rupture, insufficient inflation or deflation of the balloon, breakage of the balloon and/or the catheter shaft, and difficulty in removing the device.